Event description:
It was reported that during preparation of a mini vision stent delivery system (sds), as the sds was being removed from the plastic hoop, the stent was found dislodged from the sds. The mini vision sds was set aside and never entered into the patient's anatomy or onto the guide wire. Another mini vision sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.